Manufacturer narrative:
H.6 investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with 3 bd insyte-w¿ IV catheter with wings the catheter was broken. The following information was provided by the initial reporter, translated from chinese to english: when the outpatient nurse was infusing the child under outpatient observation, she opened three indwelling needles one after another, and found that the hose of the indwelling needle was broken and could not be used.